Manufacturer narrative:
One cadd-legacy® 1 pump was returned for analysis in good condition. The reported event regarding a double beeping cassette was unable to be confirmed or duplicated. The downstream sensor will be replaced as a preventive measure.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump displayed a false alarm that there was no cassette attached. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: date of event.